Event description:
The customer reported that the insulin pump may not be functioning properly. The customer reported that he had a blood glucose level of 600 mg/dl, which he treated with the insulin pump. The customer stated that his blood glucose level did not come down as he thought it should have. The customer reported that he treated the high blood glucose level with a manual injection in also. Troubleshooting did not show any malfunction of the insulin pump. Blood glucose level at the time of the call was 250 mg/dl. The customer was advised to perform a set change and monitor the device. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).